Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of bilateral inguinal hernias. Two 3dmax mesh devices were implanted one on the patient's left side and one on the patient's right side. (B)(6) 2016 - the patient underwent an additional surgery to remove the alleged defective 3dmax, which failed, and to repair the recurrent bilateral hernias. The attorney alleges the patient suffered physical pain and was injured severely and permanently. Addendum per additional information received: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernias and underwent laparoscopic repair with 3dmax meshes. Per the operative notes, "very large left inguinal indirect hernia sac was elevated. A bard 3dmax size-large mesh (device #1) was inserted into the left preperitoneal inguinal space. The right side was also repaired in the exact same manner (3dmax mesh (device #2) was placed), although right side had a smaller indirect inguinal hernia." (B)(6) 2014 to (B)(6) 2016 - during post op visits post implant (device #1 & #2), patient was diagnosed with bilateral groin pain and bilateral inguinal hernia with left side larger than the right. (B)(6) 2016 - patient underwent laparoscopic recurrent bilateral inguinal hernia repair with 3dmax meshes (device #3 & #4) and partial removal of the old 3dmax meshes (device #1 & #2). Per the operative notes, "lysis of adhesions was performed. Both right and left recurrent indirect inguinal hernia content and hernia mesh (device #1 & #2) were reduced. Bilateral bard 3dmax mesh (device #3 & device #4) was inserted into each of the preperitoneal inguinal spaces, placed the mesh overlapped with the old mesh." (B)(6) 2016 to (B)(6) 2018 - during post op visits patient was diagnosed with abdominal pain and bilateral inguinal hernia. Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. At this time it is unclear if only one of the 3dmax meshes or if both meshes were explanted in the (B)(6) 2016 procedure. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's right side (device #2), a second emdr was created to address the 3dmax mesh implanted on the patient's left side (device #1). Addendum 1: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, post implant of 3dmax mesh (device #1 & #2), patient was diagnosed with hernia recurrence, pain, adhesions thereby underwent repair with new bilateral 3dmax meshes (device #3 & #4) and had partial mesh explant (device #1 & #2). Post implant of 3dmax meshes (device #3 & #4), patient was diagnosed with abdominal pain and bilateral inguinal hernias. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device lists adhesions as a possible complication. This supplemental emdr represents the 3dmax mesh (device #2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device #1) and two emdrs were submitted to represent 3dmax mesh (device #3 and #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. At this time it is unclear if only one of the 3dmax meshes or if both meshes were explanted in the (B)(6) 2016 procedure. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's right side (device #2), a second emdr was created to address the 3dmax mesh implanted on the patient's left side (device #1).

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of bilateral inguinal hernias. Two 3dmax mesh devices were implanted one on the patient's left side and one on the patient's right side. (B)(6) 2016 - the patient underwent an additional surgery to remove the alleged defective 3dmax, which failed, and to repair the recurrent bilateral hernias. The attorney alleges the patient suffered physical pain and was injured severely and permanently.